Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's new safety disk failed all manifold tests. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). The getinge field service engineer (fse) replaced the safety disk and all manifold tests passed. Equipment operated as normal. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the membrane differential test. Stated this test fails intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Could not verify the reported failure. All tests passed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.